Manufacturer narrative:
This issue was previously reported to the FDA by medtronic under medwatch form 3005883396-2017-05077. Additional information has been received, and all further updates for this issue/device will now be completed as a follow-up to this new report number. The incident sample was requested but to date has not been received for evaluation. If the sample or additional information pertinent to the incident is obtained, a follow-up report will be submitted.

Event description:
The customer reported that during a procedure, the device would give a false positive indication that an object was present when there was none present. An x-ray was required to confirm that a sponge was not present, and the x-ray came back negative.

Manufacturer narrative:
Evaluation summary: the console was returned, and an evaluation of the sample could not confirm the issue with false positive detections. A visual inspection found no defects. Testing of the device identified no issues with detecting sponges and no false detections occurred. The investigation found the device to functioned normally as well as within specifications. If information is provided in the future, a supplemental report will be issued.